Event description:
(B)(4). Allergic reactions/rash, itchy feeling inside, heavy worse periods, weight gain, major bloating, side pain, headaches, tooth decay and loss. Anxiety, hair loss, hair thinning.